Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011, the physician observed that a warning was displayed upon interrogation stating that the device was re-initialized on (B)(6) 2011. The physician wants to know the root cause of this re-initialization.